Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited noise and intermittent spikes of high out of range shock impedance measurements, greater than 200 ohms. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.